Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a 63 year old female patient had a skin irritation. The skin irritation was located on the patient's back and side and on her breasts. The skin irritation looked like a rash or a bruise. The patient's pharmacy recommended a powder and cream to use on the rash. Follow-up indicated that the skin irritation was getting better.